Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow-up provided clarification stating that the spins did complete and the site was able to move forward with navigation. The error messaged popped up both times but did not result in any delay to the case.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated, but the hand-switch was replaced as it was already sent to the site prior to this case. The imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned hand-switch had no failure found when analyzed and tested. Other relevant device(s) are: product ID: bi71000194, serial/lot #: rev. 3 : sn n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that for both the spins that were performed, the message on the mobile viewing station (mvs) came up that the scan was terminated early. The scans were reconstructed and transferred to the navigation system for navigation with no problem even with the error. The x-ray tech said that they had the finger on the button the whole time. The suspected cause of the issue was an intermittent hand switch button. There was no reported delay to the procedure. There was no reported impact to the patient.